Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00929; 508-32-103, s801 - device cracked/broke, primary surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Complaint - the glenoid set screw broke off at the threading when being implanted. Surgeon felt the taper of the glenopsphere was engaged and not in jeopardy. Surgeon felt removing components to replace would cause more damage than leaving the broken screw.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.